Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: terumo 6f il4. The additional 2.5 x 28 mm device referenced is being filed under a separate medwatch report. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. Evaluation summary: the device was returned for evaluation. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheaths were not returned. The reported material rupture could not be replicated as the returned device was not returned in a condition in which the test could be performed; however, a proximal seal separation was noted. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat mildly calcified lesions in the mid and distal left anterior descending (lad) artery. There were diffuse luminal irregularities and a long 80% stenosis in the mid segment. Pre-dilatation was performed with a 2.5 x 15 mm nc trek balloon in the distal lad and a 3.0 x 15 nc trek balloon in the mid lad. Two different 2.5 x 28 mm implants were attempted to be deployed (inflated up to 16 atmospheres), but both of the balloons ruptured and would not inflate. It was further reported that there had been some resistance when removing the protective sheaths from both devices. The procedure was completed with two new implants. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.